Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported getting a motor error alarm on the insulin pump. The blood glucose at the time of the call was 386 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The customer reported that her doctor's advice to administer 30 units of insulin by manual injection. While the customer was calling she sounded weak and, with the customer's consent, they called the paramedics. The paramedics reported that the customer's blood glucose was 31 mg/dl. Nothing further was reported.